Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the plastic cannula had been bent event on (B)(6) 2026. The blood glucose level was noticed over 250 mg/dl. The site location was abdomen. The infusion set had been in use for twenty four hours. No further information availability.